Event description:
It was reported that the foley catheter was found ruptured upon discovery. The cuff side remained in the bladder, but it was removed using a cystoscope by a urologist. A foley catheter was no longer in place. Per email information received via rcc on 05feb2026, stated that the foley catheter fractured and separated into two pieces, and the separated segment remained in the patient¿s body, and the retained segment has already been removed. It was not a balloon damage or rupture event as it was confirmed from the returned product that the catheter was fractured and separated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was found ruptured upon discovery. The cuff side remained in the bladder, but it was removed using a cystoscope by a urologist. A foley catheter was no longer in place. Per email information received via rcc on 05feb2026, stated that the foley catheter fractured and separated into two pieces, and the separated segment remained in the patient¿s body, and the retained segment has already been removed. It was not a balloon damage or rupture event as it was confirmed from the returned product that the catheter was fractured and separated.

Manufacturer narrative:
The reported event was confirmed cause unknown. The reported failure was able to be reproduced. Based on the evaluation, observed that the catheter fractured and separated into 2 pieces. The cross sectional cut of the catheter surface at the break appeared normal, with clear cut and jagged tearing at the end of tear consistent with catheter breakage. The characteristics of the tearing suggest that the shaft may have been subjected to pressure exerted against the bladder and/or urethra (eg., user movement, tight clothing, catheter positioning, cut using sharp object), which could have contributed to the catheter's breakage. However, the exact cause of how and when problem occurred could not be determined. A potential root cause for this failure mode could be, user (patient) medicated, delirious, confused, or reckless. The labeling and instructions for use were found to be adequate. A review of the lot file showed no rejects or rework associated with this issue. No non conformities or discrepancies were identified in any of the dhrs. Therefore, no additional action required at this time. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was found ruptured upon discovery. The cuff side remained in the bladder, but it was removed using a cystoscope by a urologist. A foley catheter was no longer in place.

Event description:
It was reported that the foley catheter was found ruptured upon discovery. The cuff side remained in the bladder, but it was removed using a cystoscope by a urologist. A foley catheter was no longer in place.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device labeling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.